Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.